Event description:
It was reported that this pacemaker device exhibited premature battery depletion. During a previous device check, it was indicated that the device battery life had eight (8) years remaining but at a device check approximately three (3) months later, it was indicated that the device battery life had only five and a half (5.5) years remaining. Subsequent boston scientific engineering analysis of device data confirmed the battery was depleting prematurely due to high rate atrial sensing. As a result, the device was reprogrammed from ddd mode to vvi mode. The device remains in-service. No adverse patient effects were reported.